Event description:
It was reported the patient experienced smoke exiting the device. In turn, the patient was admitted to the hospital wherein they were diagnosed with pneumonia. Six days later, the patient was discharged. As a result, the patient received a replacement device.

Manufacturer narrative:
An internal investigation was initiated to determine the cause of the malfunction. Investigation revealed that there was no device malfunction, and the concentrator was functioning as intended. Inogen's investigation of the device is complete. Inogen is still pending medical records for the patient and will file a supplemental report, if necessary, when investigation is completed.